Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photographs provided by the customer, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photographs revealed that the tubing was torn near the circuit connector. The section near the torn tube also appeared to be stretched. Conclusion: we are unable to determine the cause of the reported failure. However, it is likely to have been caused by pulling of the nasal tubing. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A healthcare facility in australia reported via a fisher & paykel healthcare (f&p) field representative that a bc191 flexitrunk infant nasal tubing was found to be damaged. There was no reported patient consequence.